Event description:
A 3fr PICC, peripherally inserted central catheter, was placed in 2005 intravenously for medications only. The patient had a heparin flush a few days later. The next day an occlusion was assessed. Tpa, tissue plasminogen activator, dosing attempted with stopcock by IV team. The rn then noted the PICC line popped and broke. The line was removed and a new line was inserted.